Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant (tsvwh13) was returned for investigation attached to a restorative crown. Visual inspection of the as returned product identified a large amount of wear and debris about the implant threads. Dimensional verification cannot be accurately performed due to the condition of the returned device. It is noted in the per that the patient has a history of smoking, which could contribute to the event. The reported product was located on tooth # 2 (universal) and used for approximately 15.5 years. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 0203428. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (15a131) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 0203428 for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. G5: additional PMA/510(k) numbers: k011028, k013227.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reported that the implant at tooth site #2 was removed on (B)(6) 2018 due to peri-implantitis.